Manufacturer narrative:
Device evaluation summary: belt (B)(4) was returned for evaluation at the distributor. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was severed, damaging wires in the cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.